Event description:
A peritoneal dialysis (pd) pt reported experiencing drain issues during treatment. The pt remained asymptomatic. See scanned table. Drain 1 was 367% over the expected drain volume; drain 2 was 397% over the expected drain volume; drain 3 was 396% over the expected drain volume; drain 4 was 377% over the expected drain volume; drain 5 was 373% over the expected drain volume; drain 6 was 350% over the expected drain volume, which resulted in a reportable device malfunction. The pt stated she did not feel she drained the recorded amount on the cycler. The pt did not require medical intervention or treatment as a result of the overfill.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.